Event description:
It was reported to baxter (B)(4) that it was noted there were some cracks on the end of a transfer set's tubing. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted. Visual inspection performed with the following issues noted: cracks in main body. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was confirmed for the reported problem.